Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with diabetic ketoacidosis on (B)(6) 2026. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod on their abdomen between 36 and 48 hours. The patient noticed that the pod was leaking insulin as they could smell insulin and observed that the adhesive was wet. Symptoms reported include frequent vomiting, nausea, stomach pain, inability to tolerate drinking water, chills and feeling cold. The patient was treated with insulin and unspecified medication for the nausea. The patient was discharged more than 5 hours later on (B)(6) 2026.